Event description:
A dialysis home patient reported a system error 2240 alarm in drain 2/6 during treatment using homechoice device. The home patient noted the patient extension line became disconnected from the transfer set while the patient was sleeping. The home patient "thought the connection was secure" so is unaware as to how this occurred. The home patient discontinued treatment at the time of the alarm and reset homechoice with new disposables to continue treatment. There was no patient injury associated with this incident per the home patient.